Manufacturer narrative:
Advised the customer that the echo operator manual indicates hemagglutination samples reacting 1+ or less in tube may not be detected by the instrument.

Event description:
Customer reported unexpected negative reactions on the echo. A patient with a previous history of d positive was typed d negative on the echo.